Event description:
It was reported the ted12 was used during a laparoscopic preperitoneal hernia repair. It was reported by the affiliate there was a leakage of the balloon during the procedure. There was no consequence to the pt.